Event description:
It was reported that the patient required a thermodilution catheter to monitor and to evaluate his hemodynamic condition. The catheter did not measure the changes and parameters that it should measure. As a result, the catheter was exchanged for a new catheter and the expected results were met. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. The patient outcome is listed as n/a.

Manufacturer narrative:
(B)(4).